Event description:
On 01/15/2001, the facility's or buyer informed the manufacturer's sales representative of the following: physician attached device catheter, then tried to detach and locking ring broke into.